Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration') in a female patient who had essure (batch no. C12705) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ localized pain"), abdominal distension ("bloating"), fatigue ("fatigue") and genital haemorrhage ("heavy/abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, abdominal distension, fatigue, genital haemorrhage and weight increased had resolved. The reporter considered abdominal distension, device dislocation, fatigue, genital haemorrhage, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on (B)(6) 2021: lot number added; salpingectomy on (B)(6) 2019. New events added: essure migration, bloating, fatigue, heavy/abnormal bleeding, weight gain. Case is now upgraded to serious incident. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration/ the majority of the right implant (in one fragment) lies in the region of the pouch of douglas'), device breakage ('the right implant is fractured. A small amount remains within the cornua. The majority of the implant (in one fragment) lies in the region of the pouch of douglas'), embedded device ('essure which was embedded') and salpingitis ('salpingitis') in a 42-year-old female patient who had essure (batch no. C12705) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti, menorrhagia and post coital bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ localized pain"), abdominal distension ("bloating"), fatigue ("fatigue") and genital haemorrhage ("heavy/abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and laparoscopic removal of essure insert from pelvis; bilateral salpingectomy, endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, abdominal distension, fatigue, genital haemorrhage and weight increased had resolved and the device breakage, embedded device and salpingitis outcome was unknown. The reporter considered abdominal distension, device breakage, device dislocation, embedded device, fatigue, genital haemorrhage, pelvic pain, salpingitis and weight increased to be related to essure. The reporter commented: previously reported essure insertion date (B)(6) 2015. Procedure performed without complications. Both tubal ostia visualized. Left tube insert placement done. Right tube insert placed without difficulty. Removal date provided in mr: on (B)(6) 2015: laparoscopic removal of (right part) essure insert from pelvis and sterilization with clips. On (B)(6) 2019 bilateral salpingectomy + endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2015: the left essure implant is seen within the left cornua of the uterus. The right implant is fractured. A small amount remains within the cornua. The majority of the implant (in one fragment) lies in the region of the pouch of douglas within the mesorectal fat extending from the midline in front of the rectum into the right side. Hysterosalpingogram - on (B)(6) 2015: confirmed bilateral tubal occlusion but part of the essure inserted in the right fallopian tube was seen away from the fallopian tube, possibly in the pelvis. Ultrasound scan - on (B)(6) 2015: left implant is seen correctly positioned. However, right implant is not visualized; on (B)(6) 2015: us transvaginal both fallopian tubes bilateral occlusion. The right essure insert part of it in the right tube and part of it in the pelvis. X-ray - on (B)(6) 2015: the right essure insert part of it in the right tube and part of it in the pelvis. Both tubes occluded. Batch no.: c12705. Production date: 2014-01-11. Expiration date: 2017-01-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-apr-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration/ the majority of the right implant (in one fragment) lies in the region of the pouch of douglas'), device breakage ('the right implant is fractured. A small amount remains within the cornua. The majority of the implant (in one fragment) lies in the region of the pouch of douglas'), embedded device ('essure which was embedded') and salpingitis ('salpingitis') in a 42-year-old female patient who had essure (batch no. C12705) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti, menorrhagia and post coital bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ localized pain"), abdominal distension ("bloating"), fatigue ("fatigue") and genital haemorrhage ("heavy/abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and laparoscopic removal of essure insert from pelvis; bilateral salpingectomy, endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, abdominal distension, fatigue, genital haemorrhage and weight increased had resolved and the device breakage, embedded device and salpingitis outcome was unknown. The reporter considered abdominal distension, device breakage, device dislocation, embedded device, fatigue, genital haemorrhage, pelvic pain, salpingitis and weight increased to be related to essure. The reporter commented: previously reported essure insertion date (B)(6) 2015 procedure performed without complications. Both tubal ostia visualized. Left tube insert placement done. Right tube insert placed without difficulty. Removal date provided in mr : on (B)(6) 2015: laparoscopic removal of (right part) essure insert from pelvis and sterilization with clips. On (B)(6) 2019 bilateral salpingectomy + endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2015: the left essure implant is seen within the left cornua of the uterus. The right implant is fractured. A small amount remains within the cornua. The majority of the implant (in one fragment) lies in the region of the pouch of douglas within the mesorectal fat extending from the midline in front of the rectum into the right side.. Hysterosalpingogram - on (B)(6) 2015: confirmed bilateral tubal occlusion but part of the essure inserted in the right fallopian tube was seen away from the fallopian tube, possibly in the pelvis. Ultrasound scan - on (B)(6) 2015: left implant is seen correctly positioned. However, right implant is not visualized; on (B)(6) 2015: us transvaginal both fallopian tubes bilateral occlusion. The right essure insert part of it in the right tube and part of it in the pelvis. X-ray - on (B)(6) 2015: the right essure insert part of it in the right tube and part of it in the pelvis. Both tubes occluded. Batch no: c12705, production date: 2014-01-11, and expiration date: 2017-01-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-apr-2022: medical record received : events "the right implant is fractured. A small amount remains within the cornua. The majority of the implant (in one fragment) lies in the region of the pouch of douglas, essure which was embedded, salpingitis", event device location updated reporter, lab test, medical history, reporter causality comment added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure migration/ the majority of the right implant (in one fragment) lies in the region of the pouch of douglas"), device breakage ("the right implant is fractured. A small amount remains within the cornua. The majority of the implant (in one fragment) lies in the region of the pouch of douglas"), embedded device ("essure which was embedded") and salpingitis ("salpingitis") in a 42 year-old female patient who had essure inserted (lot no. C12705). Additional non-serious events are detailed below. The patient had a medical history of dysmenorrhea, stress incontinence, rectocele, vaginal pain, discomfort, post coital bleeding, menorrhagia and uti. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), salpingitis (seriousness criteria medically important and intervention required), pelvic pain ("pain/ localized pain"), abdominal distension ("bloating"), fatigue ("fatigue"), genital haemorrhage ("heavy/abnormal bleeding"), device intolerance ("inability to tolerate the device"), dyspareunia ("dyspareunia") and mental disorder ("psychological symptoms") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic removal of essure insert from pelvis; bilateral salpingectomy, endometrial ablation and bilateral salpingectomy). At the time of the report, the device dislocation, pelvic pain, abdominal distension, fatigue, genital haemorrhage and weight increased had resolved. The outcomes for device breakage, embedded device and salpingitis were unknown. The reporter considered abdominal distension, device breakage, device dislocation, device intolerance, dyspareunia, embedded device, fatigue, genital haemorrhage, mental disorder, pelvic pain, salpingitis and weight increased to be related to essure administration. The reporter commented: previously reported essure insertion date (B)(6) 2015 procedure performed without complications. Both tubal ostia visualized. Left tube insert placement done. Right tube insert placed without difficulty. Removal date provided in mr : on (B)(6) 2015: laparoscopic removal of (right part) essure insert from pelvis and sterilization with clips. On (B)(6) 2019 bilateral salpingectomy + endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] on (B)(6) 2015: the left essure implant is seen within the left cornua of the uterus. The right implant is fractured. A small amount remains within the cornua. The majority of the implant (in one fragment) lies in the region of the pouch of douglas within the mesorectal fat extending from the midline in front of the rectum into the right side. [Hysterosalpingogram] on (B)(6) 2015: confirmed bilateral tubal occlusion but part of the essure inserted in the right fallopian tube was seen away from the fallopian tube, possibly in the pelvis [ultrasound scan] on (B)(6) 2015: left implant is seen correctly positioned. However, right implant is not visualized; on (B)(6) 2015: us transvaginal both fallopian tubes bilateral occlusion. The right essure insert part of it in the right tube and part of it in the pelvis [x-ray] on (B)(6) 2015: the right essure insert part of it in the right tube and part of it in the pelvis. Both tubes occluded batch no: c12705, production date: 2014-01-11, and expiration date: 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: events - "intolerance to essure micro-insert, dyspareunia psychological disorder nos" reporters information patient medical history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure migration/ the majority of the right implant (in one fragment) lies in the region of the pouch of douglas"), device breakage ("the right implant is fractured. A small amount remains within the cornua. The majority of the implant (in one fragment) lies in the region of the pouch of douglas"), embedded device ("essure which was embedded") and salpingitis ("salpingitis") in a 42 year-old female patient who had essure inserted (lot no. C12705). Additional non-serious events are detailed below. The patient had a medical history of dysmenorrhea, stress incontinence, rectocele, vaginal pain, discomfort, post coital bleeding, menorrhagia and uti. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), salpingitis (seriousness criteria medically important and intervention required), pelvic pain ("pain/localized pain"), abdominal distension ("bloating"), fatigue ("fatigue"), genital haemorrhage ("heavy/abnormal bleeding"), device intolerance ("inability to tolerate the device"), dyspareunia ("dyspareunia") and mental disorder ("psychological symptoms") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic removal of essure insert from pelvis; bilateral salpingectomy, endometrial ablation and bilateral salpingectomy). At the time of the report, the device dislocation, pelvic pain, abdominal distension, fatigue, genital haemorrhage and weight increased had resolved. The outcomes for device breakage, embedded device and salpingitis were unknown. The reporter considered abdominal distension, device breakage, device dislocation, device intolerance, dyspareunia, embedded device, fatigue, genital haemorrhage, mental disorder, pelvic pain, salpingitis and weight increased to be related to essure administration. The reporter commented: previously reported essure insertion date: (B)(6) 2015 procedure performed without complications. Both tubal ostia visualized. Left tube insert placement done. Right tube insert placed without difficulty. Removal date provided in mr: on (B)(6) 2015: laparoscopic removal of (right part) essure insert from pelvis and sterilization with clips. On (B)(6) 2019, bilateral salpingectomy + endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] on (B)(6) 2015: the left essure implant is seen within the left cornua of the uterus. The right implant is fractured. A small amount remains within the cornua. The majority of the implant (in one fragment) lies in the region of the pouch of douglas within the mesorectal fat extending from the midline in front of the rectum into the right side. [Hysterosalpingogram] on (B)(6) 2015: confirmed bilateral tubal occlusion but part of the essure inserted in the right fallopian tube was seen away from the fallopian tube, possibly in the pelvis [ultrasound scan] on (B)(6) 2015: left implant is seen correctly positioned. However, right implant is not visualized; on (B)(6) 2015: us transvaginal both fallopian tubes bilateral occlusion. The right essure insert part of it in the right tube and part of it in the pelvis. [X-ray] on (B)(6) 2015: the right essure insert part of it in the right tube and part of it in the pelvis. Both tubes occluded. Batch no: c12705. Production date: 2014-01-11. Expiration date: 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration') in a female patient who had essure (batch no. C12705) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ localized pain"), abdominal distension ("bloating"), fatigue ("fatigue") and genital haemorrhage ("heavy/abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, abdominal distension, fatigue, genital haemorrhage and weight increased had resolved. The reporter considered abdominal distension, device dislocation, fatigue, genital haemorrhage, pelvic pain and weight increased to be related to essure. Batch no c12705, production date 2014-01-11, expiration date 2017-01-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-mar-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('essure migration'). In a 42-year-old female patient who had essure (batch no. C12705), inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ localized pain"), abdominal distension ("bloating"), fatigue ("fatigue"). And genital haemorrhage ("heavy/abnormal bleeding"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, abdominal distension, fatigue, genital haemorrhage and weight increased had resolved. The reporter considered abdominal distension, device dislocation, fatigue, genital haemorrhage, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on (B)(6) 2015, us transvaginal both fallopian tubes bilateral occlusion. The right essure insert part of it in the right tube and part of it in the pelvis; x-ray: on (B)(6) 2015, the right essure insert part of it in the right tube and part of it in the pelvis. Both tubes occluded. Batch no: c12705, production date: 2014-01-11, expiration date: 2017-01-31. Quality safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-mar-2021: patient initials and date of birth updated, essure date implanted updated, lab data added, reporter added. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.